Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's dexcom sensor displayed a glucose reading of 10 mmol/l (180 mg/dl), while a blood glucose check showed 24 mmol/l (432 mg/dl). The patient also had elevated ketones between 3.0-5.0 mmol/l and experienced vomiting, nausea, and pain. He went to the hospital, where he received IV fluids and insulin and was fitted with a new pod. After 5-6 hours of treatment, the patient improved and was discharged home. Dexcom has been notified of the event.